Event description:
Complainant alleged that during biomed testing, the device failed leakage current testing. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll canada. The customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing and leakage current testing several times without duplicating the report. The analog board was replaced as a pre-caution. The device was recertified and returned to the customer. Analysis of report of this type has not been identified an increase in trend.